Manufacturer narrative:
Wide spread corrosion of the internal components was identified as the probable cause of the device overheating. Corrosion damage can cause overheating due to increased friction between the moving components within the device.

Event description:
The core impaction drill was sent for evaluation due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.